Manufacturer narrative:
The reported event of ¿missing fins¿ was confirmed. The reported event of "unable to implant" was not confirmed. A complete lead was returned in one piece. Final analysis found one of the tines was broken/damaged due to procedural damage. No further anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was reported that the right atrial (ra) passive lead was not anchoring and was found to have missing tines. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and was found complete.